Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a catheter leak occurred. During a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation, a farawave pfa catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. During the procedure, the catheter was noted to have been leaking through the handle. The physician suspected the condition of the flush lumen contributed to the event within the catheter handle. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for analysis as it was disposed.